Event description:
In december 2004, the pt reportedly experienced a pain sensation (no other details were given) in 2005, while wearing the sound processor, the pt reportedly experienced a loss of lock between the cochlear implant and the external equipment. The pt was seen for eval. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's c1 device is to be scheduled.